Event description:
It is reported that after reaming the surgeon implanted the shell. The shell was loose in the acetabulum. The surgeon reamed up and implanted a larger size.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unk whether the component was implanted with the correct fit and orientation as per the surgical technique. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification. The returned shell was measured and found to be within the print specifications.